Event description:
It was reported that a pta balloon ruptured after an inflation in an av fistula. Eval of the returned device revealed the balloon was stuck inside the introducer sheath. There was no report of injury to the pt.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The sample has been returned for eval. The investigation is currently underway.